Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter. During the procedure, the physician attempted to aspirate using the cat3 catheter and it became ovalized. The cat3 catheter was removed and the procedure continued using a second cat3 catheter. The cat3 was used, however, the physician was unable to aspirate thrombus and decided proceed using lysis instead of continuing the mechanical thrombectomy procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00287. The hospital discarded the device.